Event description:
End user reported within the last two weeks, she has noticed blisters on the exposed peristomal skin between the stoma and the mass. The blisters extend under the mass but not under the tape border. The blisters are located 360 degrees. She describes these blisters as red and they occasionally hurt when she has a semi formed bowel movement. She has been using the same product for approximately one and a half years. Her usual wear time is ten days.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the activelife 1 pc drainable pouch with stomahesive and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. End user states she cleans her skin with warm water and gel soap. She is applying allkare adhesive remover, hollister skin protective barrier, hollister adapt powder and then applying the appliance. She occasionally applies a hydrocortisone cream to the blistered area. The end user was instructed on crusting with stomahesive powder and skin protective barriers and recommended not to wear the appliance for more than 7 days. The end user was sent a one piece appliance with a modified stomahesive barrier and an eakin cohesive slim ring. No additional patient/ event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.